Event description:
It was reported that no radio frequency (rf) telemetry was observed on the implantable cardioverter defibrillator. A cybersecurity upgrade was performed successfully. Rf telemetry was restored following the upgrade and normal device function was restored. The patient was discharged home.